Manufacturer narrative:
The reported complaint could not be confirmed. No part was returned for evaluation since the field service representative (fsr) checked all of the user facility's units and detected no problems. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, a field service representative (fsr) evaluated and repaired the electronic patient gas system (epgs) and the issue was resolved. There have not been any issues since.

Manufacturer narrative:
Per the perfusionist, the electronic patient gas system (epgs) passed calibration on the third try after verification of gas flow from the source outlet. No gas leaks were heard after checking all connections.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor required three attempts to calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.